Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7075026.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was noted that the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was noted that the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned.